Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was experiencing high blood glucose. The customer's blood glucose reading was 390 mg/dl at the time of the report. During troubleshooting, the customer began vomiting and her family took her to the hosp for treatment. Nothing further was reported.